Event description:
During a gastrectomy procedure, after 3 minutes no function. Display shows instrument error. Took new instrument to complete the case. No further information is available. No consequence to the pt.